Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a motor (rewind issue) issue. It was alleged the rewind stopped prior to completion. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/07/2018 with the following findings; review of the black box data did not reveal any evidence of a rewind attempt. On investigation, the pump powered on normally and ez-prime steps successfully completed rewind steps were performed correctly and full 200-unit test cartridge was correctly inserted. The alleged "rewind issue" was not able to be duplicated. There was no damage, defect or contamination of the pump's interior components.